Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture (though device was found to be intact at surgery) and capsular contracture. Note: the previous supplemental medwatch was inadvertently sent as follow up 2. This medwatch will be marked as follow up 3, though it is the second supplemental.

Event description:
Additional information received from the physician noted the device was not rupture and reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or on-conformances noted.

Event description:
Healthcare professional reported "leakage of silicone to adjacent tissue and axillary lymph nodes and some folds".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or on-conformances noted.

Event description:
Healthcare professional reported "leakage of silicone to adjacent tissue and axillary lymph nodes and some folds".